Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
It was reported that the patient had a "mechanical fall" on his chest and that the right ventricular lead was fractured as a result. There was also high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; distal segment returned and analyzed. (B) (4) no anomalies found, but distal conductor distorted, blood found on conductor and helix, and deformation/fracture noted; full lead returned and analyzed. Evaluation summary: (B) (4): preliminary analysis found that the device is unable to sustain a pacing output without a programming head placed over it. Further analysis confirmed the inability of the device to sustain a pacing output without the presence of a telemetry head. Electrical and photon emission microscopy analysis isolated the failure, which was found to be caused by excess dc leakage in a pump capacitor.

Event description:
It was reported that the patient had a "mechanical fall" on his chest and that the atrial and right ventricular leads were fractured as a result. There was also high impedance. The leads were explanted and replaced. The device was replaced due to medical judgment. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.